Event description:
The device was used during a gastric banding procedure. Rportedly, the instrument was difficult to open. The surgeon was able to remove the device and complete the procedure. The hospital has reported no patient injury occurred.